Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted on (B)(6), 2011 due to patient reports of chronic pain. There are no plans to reimplant the patient with another device. The manufacturer became aware upon receipt of the explanted device on (B)(6), 2011.